Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the guidewire could not be inserted into the left ventricular lead. The lead was not used and a new lead was implanted. No patient symptoms were reported.